Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of an output anomaly was confirmed in the laboratory. An alert for shorted output stage detection was confirmed during device interrogation. The device was tested on the bench and the high voltage output circuit was found to be damaged. An arc mark was found on the device can. Further evaluation of the arc mark indicated the presence of lead material. The damage found is consistent with that caused by arcing between the hv conductor and ICD can.

Event description:
It was reported that the patient received an external electrical shock from a microphone. The shock induced ventricular fibrillation which was not treated by the device due to suspected output circuitry damage caused by the electrical shock. The device was explanted and replaced. The patient was well after the event.